Event description:
It was reported that the insulin pump had intermittent response of the up button. The self test passed. Removing the battery for two hours and placing the battery back in did not solve the problem. The customer's blood glucose was 9.7 mmol/l. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with intermittent up button response due to corroded keypad trace. The device was received with scratched lcd window, cracked case at display window corners, cracked reservoir tube lip, belt clip slot and protruded/loose drive support disk.